Event description:
The customer contact reported the pt received more medication than intended. At approx 0100, the pump was programmed in the dose calculation mode, to deliver heparin 25,000u/250ml, at a dose of 18 units/kg/hr, with a pt weight of (B)(6), at a rate of 15.1ml/hr, and a vtbi (volume to be infused) of 200ml. The customer contact reported a second nurse verified the pump programming was correct prior to starting the delivery according to the user facility's policy. At 0116, the delivery was started. At approx 0412, the nurse reported that the pump alarmed "malfunction." At this time, the nurse noted that the solution bag was empty instead of containing approx 205ml as expected. The pump was removed from clinical service. The physician was notified. The customer contact stated that the "physician ordered to stop heparin infusion and draw immediate ptt's q6h as per weight-based heparin infusion protocol." No medical interventions were "ordered". It was reported that at 0430, 0830, and 1100 the ptt (partial thromboplastin time) was reported as greater than 120 seconds. At 1400, the ptt was 117 seconds. On (B)(6) 2011 at 0330, the ptt was 26 seconds. The customer contact reported that anticoagulation therapy was not restarted. The pt underwent an ivc (inferiors vena cava) filter placement as planned. During testing at the user facility, the pump passed testing. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.